Event description:
It was reported that: patient has been experiencing pain since having surgery. Patient states that she had emergency surgery because, she broke her hip. Patient is reporting pain in her hip, groin and buttock area. Patient is also reporting swelling in her lip area and also that her hip is hot to the touch. Patient states that she has a hard time sleeping because of the hip implant and also because she is in pain. Patient states that she had not had any testing done.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.